Manufacturer narrative:
Unit received with operating currents within specification. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to loose / flush drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with partially broken off piece at the reservoir tube lip, however the p-cap / reservoir locked properly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker and stained back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and drive support cap was sticking out. The customer¿s blood glucose level was 9.5 mmol/l. The customer stated that the insulin was squirting out and customer not able to exit or continue changing reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.